Event description:
Pt revised to address loose patella, found osteolysis and polyethylene wear.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.